Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a mildly calcified right common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure on a patient considered obese. Both devices were successfully flushed with saline during prep. Reportedly, two devices were advanced as far as they could without being able to obtain blood flow through the marker lumen. The sheath was upsized to 16f and the tavr procedure was completed. Hemostasis was achieved surgically. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.